Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient did not undergo a revision. It was just a permanent implant procedure.